Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, and rupture.

Event description:
Patient reported right side capsular contracture baker grade IV, "unusual shaping", pain and "possible rupture". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The patient called to report bilateral pain and rupture in both implants.

Event description:
Healthcare professional, reported later, ¿exchange with no complaint against the device¿.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b.5., d.6b., h.6., h.11.

Event description:
Patient reported right side capsular contracture baker grade IV, "unusual shaping", pain and "possible rupture". Patient reported "pain and rupture". Healthcare professional reported later ¿exchange with no complaint against the device¿. Healthcare professional reported confirmed by fu capsular contracture baker grade IV. Device has been explanted.

Event description:
Patient reported right side capsular contracture baker grade IV, "unusual shaping", pain and "possible rupture". Patient reported "pain and rupture". Healthcare professional reported later ¿exchange with no complaint against the device¿. Healthcare professional reported confirmed by fu capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are ¿ capsular contracture: unable to observe. As per the investigation procedure, observed a broken assessed as an unidentified (tear) opening (shell thickness within spec) and missing shell observed assessed as inconclusive were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.